Manufacturer narrative:
Initial.

Event description:
It was reported that during an infusion set change, the user could not observe drops during the ¿press and hold¿ fill step and received a ¿do not proceed¿ message; the user rewound and experienced the same, after which the cartridge was removed and inspected with no damage, leaks, or bent connector needle noted, a dry run was successful, supplies were replaced, drops were then observed, and the cannula was filled with insulin and use resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component involvement could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.